Event description:
It was reported that the capsule probe was seen to advance into esophagus and was deployed but when reevaluated, the capsule was free floating near the vc [vena cava]. The patient was intubated for safety and capsule probe was removed with a snare. The customer did not re-attempt another use of the capsule.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of pe: (B)(4) it was reported that the capsule probe was seen to advance into esophagus and was deployed but when reevaluated, the capsule was free floating below the vocal cords. The patient was intubated for safety and capsule probe was removed with a snare. The customer did not re-attempt another use of the capsule.

Manufacturer narrative:
Additional information: a2, a3a, a4, a5a, a5b, b3, b5, g3, h6 duplicate information received shows that this event is a duplicate of another issue reported under regulatory report # 9710107-2025-00267. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.